Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to infection. Further, a portion of this rv lead remained in the patient's heart. Additional information indicates that a procedure was done to remove the remaining lead on the same day it was explanted. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.